Event description:
It was reported that during preparation for procedure, it was confirmed that the self-examination could not be performed. The procedure was rescheduled for another day. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.